Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing using test batteries by bench handling, power cycling, on/off current testing, and functional stress testing without duplicating the report. A replacement device was sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the video and the picture of the customer's report was provided. Review of the video and picture did show the error related to the customer's report. However, without receipt of the device, root cause evaluation could not be performed. The customer was sent a replacement device. Analysis of reports of this type has not identified an increase in trend.